Event description:
On 1/17/95, a 45-yr-old female who had some 13 years prior undergone bilateral subpectoral augmentation mammoplasty, presented to medical ctr's ambulatory surgical facility diagnosed with bilateral asymmetry (breast). She underwent surgery for removal of right ruptured silicone breast implant with extruding silicone. She was discharged in stable condition.